Event description:
Reporter indicated the patient had left vocal cord paralysis ("lesion") which was diagnosed on (B)(6) 2012, by an ent specialist during a hospital stay for fever and bronchitis. While the cause of the left vocal cord paralysis is unknown, a link to the vns is suspected. The patient's vocal cord health history prior to the vns is unknown, but the vocal cord paralysis was not present before the vns. It is not known if the left vocal cord paralysis is occurring with stimulation, and the patient had no preceding vns setting changes or medication changes. Vns diagnostics were reported to be within normal limits, but were not specified. No interventions have been performed, and the plan of care is to monitor the patient. The patient's date of birth and vns lead implant date are approximate, as only the year was given by the reporter.

Event description:
It was reported by a physician through a company representative that a vns patient experienced vocal cord paralysis due to unknown reason. The patient was reported as a long term user for vns therapy and was not sure if the event was related to vns usage. The patient is able to speak and swallow however at the moment good faith attempts to obtain further information from the reporting physician have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the reporter. Suspect medical device, corrected data: the incorrect device (generator) was inadvertently reported on the initial MDR report. The correct device (lead) is provided. Implant date, corrected data: the correct implant date for the lead product is provided. The date is approximate, as only the year was provided.